Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes /unresponsive) issue. The reporter stated that all of the pump keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover; however, the keypad symbols were worn and illegible. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and the dim display was replaced with a test display. The test display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.